Event description:
During the clipping process the surgeon reported that the clip applier allowed the clip to become loose and while attempting to clip the aneursym, the jaw of the clip fell far enough to hit the aneursym and caused the aneursym to rupture. The surgeon was able to use temporary clips and finally clip the neck of the aneurysm, therfore no event was reported. Patient is recovering.